Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
An ophthalmologist reported that an implanted intraocular lens (iol) became clouded. This iol was implanted in the patient's eye 13 years ago. Additional information was provided by a doctor, who reported that the iol was exchanged with a different lens model and power. According to the doctor, the patient problem was visual disturbance, gradual progressive visual acuity reduction was observed due to the clouding of the iol. The outcome of the event has not recovered.

Manufacturer narrative:
Evaluation summary: the lens was returned in a screw top vial. Viscoelastic is observed on the lens. One haptic is pulled from the optic (not returned). The second haptic is broken-gusset area (not returned). The optic has been cut from one edge to the center. The lens is scratched, has small cracks and what appear to be forceps marks. The lens does not appear cloudy. The lens was cleaned with lphse. The optical resolution is acceptable; lens meets specification for focal length equaling a 21.0 diopter. A photo was provided of the lens held by forceps which matches the returned product. An anterior segment low quality photo mainly focused into the iol was evaluated. The picture shows a pseudophakic eye, with apparent haze in the implanted iol, due to the picture characteristics, we are unable to determine if the haze arises from the iol body, from the anterior or from the posterior surface; the grade of iol implication in visual disturbance and reduction in va cannot be determined from a picture evaluation. Product history records were reviewed and documentation indicated the product met release criteria. (B)(4).